Event description:
A remstar pro c-flex+ device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed a burned power connector. The service technician also noted preventative foam replacement. There were no visible foam particles. The device was corrected by the service center after the evaluation was completed.